Manufacturer narrative:
This report is for four (4) unknown 2.7mm locking screws. Part and lot numbers are unknown. Without the specific part number and lot number, the UDI is not available. Implant date: unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. The (510k): unknown, as specific part and lot numbers for locking screw is not provided. (B)(4) is used as the screws could not be removed intraoperatively. The surgeon had to burr down the heads of the screws and leave the shafts in the bone. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient was implanted with one (1) 2.7mm/3.5mm variable angle locking compression plate (lcp) olecranon plate, one (1) unknown 3.5mm locking screw, one (1) unknown 3.5mm cortical screw and four (4) unknown 2.7 mm locking screws as treatment for a right olecranon fracture. On an unknown date post-operatively, the patient decided he wanted his hardware removed due to being uncomfortable. During the revision surgery on (B)(6) 2017, the surgeon had difficulty removing the 2.7mm unknown locking screws (x4) and had the sales consultant paged to the operating room which resulted in thirty-five (35) minute surgical delay. When the sales consultant arrived to the operating room, the four locking screws were stripped. The screw heads had to be burred out using a drill and the plate was removed, whole and intact. The four screw shafts of the unknown 2.7 locking screws were not retrieved and remain in the patient¿s bone. The surgeon removed the one (1) unknown 3.5mm locking screw and one (1) unknown 3.5 cortical screw without difficulty. The procedure was completed. The patient outcome was reported stable. This report addresses intraoperative issues of difficulty in removing four (4) 2.7mm unknown locking screws. The postoperative issue of patient being uncomfortable has been reported under linked complaint (B)(4). Concomitant devices reported: 2.7mm/3.5mm variable angle locking compression plate (lcp) olecranon plate (part 02.107.202/ lot 698574, quantity x 1), 3.5mm locking screw, (unknown part#, unknown lot#, quantity x 1), 3.5mm cortical screw, unknown part#, unknown lot#, quantity x 1). This report is for four (4) unknown 2.7mm locking screws. This is report 1 of 1 for complaint (B)(4).